Event description:
It was reported that during a low anterior resection, the jaw could not be closed and it could not be retrieved from the trocar. It occurred at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.